Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. The pt received 2 scs leads with different lot numbers. Reference MFR report: 1627487-2012-03200. It was reported the pt was not receiving adequate stimulation due to invalid impedance values on the scs lead. F/u identified a sjm rep was able to resolve the issue with reprogramming.